Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4)

Event description:
The end user reported that in 2019, she developed red, weepy and inflamed peristomal skin under the entire tape collar with 1 out of 10 wafers. The issue was not related to leakage. Her wear time of 5-7 days had decreased to 1 day. The end user saw several health care professionals and was given prescriptions for antifungal medications including creams, which were not effective. The issue spread from under the breast area to pubic area to the right side of her abdomen and was spreading to the left side. She discontinued using the convatec appliance and had used many other brands/products and was currently wearing tapeless wafer and karaya paste. There was no skin issues under the wafer (to clarify the skin issues now were around the wafer but not under it). The end user was working with her primary care physician to obtain a referral to a dermatologist. The end user empties the pouch every half to 1 hour when it was full. No photo is available at this time.